Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) was connected. The hp did not disconnect at any time prior to the alarm. The technical service representative (tsr) verified the alarm via the alarm log. The hp stated that he had contacted the hospital to find out what to do to complete the therapy. The hp stated everything was connected properly and there was no sign of a leak in any of the bags. The hp has already discarded the bags. The tsr explained the alarm and the possible cause. The tsr assured the hc was safe to use that night. The hc was reset and already for the next therapy. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The se 2240 alarm cannot be confirmed. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.